Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report have been updated or corrected: b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation investigation was completed. Due to the nature of the complaint, no functional or dimensional testing was required. The returned device was visually examined, and the following was observed: liner fully expanded and tip opened as designed. Liner circumferential delaminated 2 cm in length from tip. Liner bunched inwards trough proximal side. C-marker present and attached to liner. Scratches noted along hdpe. No imagery was provided. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The complaint for sheath liner delamination was confirmed base on evaluation of the returned device. It is possible that one or more procedural factor (non-coaxial alignment, excessive manipulation) may have contributed to the event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our united kingdom affiliates, during implant of a 29mm sapien 3 ultra resilia valve via right transfemoral approach in the aortic position, after valve deployment, when removing the complete unflexed and deflated commander delivery system, the esheath+ split and the esheath+ and commander delivery system had to be removed as one unit. No patient injury occurred, and the patient was fine post procedure. As per pictures provided, a esheath+ liner delamination could be observed.